Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump insulin gauge was intermittently inaccurate and intermittently static. Customer continued to use the pump for insulin therapy and loaded a new cartridge to resolve the inaccuracies. Customer¿s blood glucose level was around 180 to 225 mg/dl.